Event description:
The customer reported lower than expected luteinizing hormone (lh) result, for one patient, and sample counts outside limits system errors, involving the access 2 immunoassay system. During weekly system maintenance, the customer discovered air in the substrate line. The customer replaced the substrate bottle and noted one of the white fittings on the substrate bottle cap was loose and calibration failed. An erroneous result of 0.74 miu/ml was obtained and released from the laboratory. The physician questioned the result, and the sample was reanalyzed on the same instrument and recovered a value of 2.07 miu/ml which was issued to the physician. The customer tightened the fitting and performed system check which passed within specification. The customer then reanalyzed the patient's sample and recovered a result of 3.92 miu/l. The customer notified the physician of instrument issue and provided the new result. There was no report of patient injury or change in patient treatment associated with this event. The customer was advised to reanalyze all patient samples back to the last acceptable quality control (qc) for results accuracy. The instrument was in normal operation.

Manufacturer narrative:
Service was not dispatched as the customer resolved the issue through system troubleshooting.